Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she received a no delivery alarm during bolus. She stated that she was in the hospital but it was not related to the insulin pump. Customer declined troubleshooting and stated she was going to call her doctor and hung up. Blood glucose value was 270 mg/dl. Nothing further reported.